Event description:
Customer reported receiving readings on their freestyle meter that were lower than usual. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product testing on returned test strips (lot 1363062) was performed. The issue is confirmed. The freestyle test strip lot number that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-11/14/13-002-r) and affected consignees were notified by letter beginning november 18, 2013. Test strip lots for the above mentioned recall could potentially affect clinical outcome and produce an erroneously low blood glucose reading in the parkes c or d zone when used with a non-applied voltage meter. This issue only occurs when the affected strip lots are used with certain freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod system. All pertinent information available to abbott diabetes care has been submitted.